Event description:
It was reported one of the stretcher's transport wheels detached. It was not reported that this occurred during a patient transport nor were there any allegations of injury as a result. The issue was confirmed by review of customer provided pictures. The customer is a trained field technician and replacement parts were provided for the necessary repair.